Event description:
It was reported that patient experienced a shocking or jolting sensation. The patient stated that "she was going out more and did not know caused it." It was noted that the patient "developed gout." The patient stated that "she noticed being uncomfortable in her hips when going through security gates at stores, but not realizing that she needed to take precautions." The patient indicated that her device was on while she was exposed to a "wand and a security gate" at the court house the other day. The patient further stated that she had "experienced shocking when going through other stores" and indicated that she had "old wiring in her home with magnetic energy." The patient had her physician reset the settings on her device. The patient stated that she could feel the stimulation more in her hip than in her vaginal area. The patient further stated that she "had a prolapse surgery in 2010 and the physician ruled out it would have any effect on the device" and it was "strictly a needle and thread type of thing." It was further reported that the patient "thought her patient programmer was shutting off her device on it's own." The patient "noticed this after she changed settings and a few months later it was off." The patient stated that her light on the patient programmer went out and it needed to be fixed. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28, lot# v475917, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).